Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity stent was implanted in a patient. The device was removed from packaging per IFU and inspected with no issues noted. The stent was implanted approximately 47 days beyond its expiration date. No patient injury reported. Patient is reported to be doing well.